Event description:
It was reported that during preparation for a core valve treatment procedure, guide wire coating detachment occurred. The amplatz' super stiff guide wire was removed from the packaging. The tip of the amplatz was being handled when it was noted that the coating had started to come off of the guide wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during preparation for a core valve treatment procedure guide wire coating detachment occurred. The amplatz super stiff guide wire was removed from the packaging. The tip of the amplatz was being handled when it was noted that the coating had started to come off of the guide wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: visual inspection was performed. The device presents 4 kinks along the body at 16.4 cm, 20.1 cm, 77.1 cm and 85.1 cm from the proximal section. Additionally presents the coating severely peeled along the entire body. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).